Manufacturer narrative:
Customer confirmed this case was entered in error and there is no issue with device serial number (B)(6). No further investigation is necessary.

Event description:
It was reported to philips that the battery is not being detected. There was no patient involvement.

Manufacturer narrative:
The investigation will be housed in pr 1383131 under the correct install base information.. Complaint evaluation: this case was created under the wrong ip. The new case number is(B)(4). Customer resolution and conclusion: this case was created under the wrong ip. The new case number is (B)(4).